Event description:
It was reported that a "malfunctioned" spinal cord stimulator was replaced. No further information was reported.

Manufacturer narrative:
Product ID 7495-51, serial# (B)(4), implanted: 2001-(B)(6), product type extension product ID 3887-33, lot# j0120839v, implanted: 2002-(B)(6), explanted: 2006-(B)(6), product type lead. (B)(4).